Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt. The high rate of inability to remove sensor is being addressed under corrective and preventive action. No further investigation was found necessary.